Event description:
It was reported that, in the context of a total hip replacement (a revision of an earlier total hip replacement), the pt was implanted a biolox option ko/adapt, 12/14, 36x +3,5, on (B)(6) 2013, on the right side. The pt was revised, and implanted a constrained device, on (B)(6) 2013, due to recurrent anterior instability.

Manufacturer narrative:
The MFR did not receive devices for review. Other source documents (surgical report of revision, labels) were provided. The device history will be reviewed during the investigation. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a follow-up report will be filed. Zimmer's reference number of this case is (B)(4). Notes: reports on the earlier revision surgery have been filed under zimmer's reference numbers (B)(4), where the latter one was submitted by zimmer (B)(4).